Manufacturer narrative:
An event regarding fracture across the pegs of the triathlon patella was reported. The event of fracture was not confirmed, but the medical review confirmed the patella dislocation. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: x-ray confirms patella dislocation, need additional information; primary and revision operative reports, clinical and past medical history, and examination of explanted components. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the medical review confirmed the patella dislocation but did not confirm the patella fracture. The exact cause of the event could not be determined because insufficient information was provided. Further information such as primary and revision operative reports, clinical and past medical history, and examination of explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Postoperative diagnosis: patient underwent left total knee replacement (B)(6) 2015. The patellar component fractured across the pegs. The patellar component was loose and removed. Patient underwent revision of the liner also on (B)(6) 2019.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Postoperative diagnosis: patient underwent left total knee replacement (B)(6) 2015. The patellar component fractured across the pegs. The patellar component was loose and removed. Patient underwent revision of the liner also on (B)(6) 2019.